Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sleeve gastrectomy, the product device partially fired. The device jammed, no firing occurred and there was poor tissue dissection. There was tissue dehiscence. There was tissue damage. The damage was not permanent. There was poor staple formation. The device locked on tissue and was able to be worked off after a while using emergency unlock maneuver. The incomplete staple line was fixed by restapling with another efficient device, oversewing, and patching the omentum. The surgical time was extended by more than 30 minutes. There was no patient injury involved regarding the event. The patient was discharged in good health and follow up showed signs of leakage. There was no leakage.